Event description:
It was reported the pt complained of pain at the lead site when stimulation is on. Reprogramming was unable to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.